Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the ok button was unresponsive to presses. No further information was reported. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was found to the keypad. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated, the pump paint was found to be peeling; this issue has no effect on the pump's insulin delivery function.